Event description:
It was reported that two (2) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked into their over pouches. The devices contained glucose 10% with 10 mmol potassium chloride & 15mmol sodium chloride 0.9%. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, e1, h3, h4, h6, h11. E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured between september 6-7, 2023. H11: two (2) devices were received for evaluation. Visual inspection was performed and the leakage was not easily identified. Functional leak testing was performed and a leak was identified on the administration port of both samples. The reported condition was verified. The cause could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.